Event description:
During an anal dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. While doing the dilation, the balloon mount over the sheath got disconnected [balloon detaches from catheter]. It could be taken out with the help of foreign body forceps. A section of the device did not remain inside the patient's body. The balloon was electively retrieved with forceps due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued from boston scientific alliance inflation device investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The condition of the returned device prevented a functional test. A visual examination of the returned device showed that the balloon material had detached from the catheter at the distal end proximal ends of the balloon material. The balloon tip had further detached from the balloon material at the distal end and was not included in the return. It was also observed that the metal bands had moved on the purple tubing. A meeting was conducted with production leadership and production personnel to further investigate balloon detachment from the catheter. During the meeting, it was observed that evidence of glue was present between the blue catheter and purple tubing on the proximal side of the balloon material, evidence of glue was also present at the distal and proximal necks of the balloon material and on the purple tubing on the distal side where the balloon neck joins the balloon. There was no evidence of a hole or rupture in the balloon material. The balloon tip had detached and was not included in the return hence an evaluation of the presence of glue at the balloon tip could not be performed. The meeting concluded that all manufacturing steps had been followed based on a close examination of the returned device and a cause for balloon detachment from the catheter is unknown. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: responses to the additional questions indicated that the balloon was inflated prior to patient contact. This is a likely cause for the reported observation. The instructions for use caution the user: "do not pre-inflate the balloon." Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was inflated prior to use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Concomitant medical products: boston scientific alliance inflation device. The product was returned for evaluation and the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report with product evaluation information.

Event description:
During an anal dilation procedure, the physician used a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic. While doing the dilation, the balloon mount over the sheath got disconnected [balloon detaches from catheter]. It could be taken out with the help of foreign body forceps. A section of the device did not remain inside the patient's body. The balloon was electively retrieved with forceps due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.